Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that when plugged into the stack, an unknown message appeared ¿scope not detected¿. The issue was found during preparation for use and before the patient was in the room. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to breakage of image guide (ig) bundle, the image is not displayed. (It may return to normal at times,) and show (intermittent display of image). Based on investigation results, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.